Event description:
Customer reports the advantage system will occasionally display only one number in the middle of the meter screen, which is outside the meter reading range of 10-600 mg/dl (does not know what the number was). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.